Event description:
It was reported that the device had plunger head damaged stuck. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had plunger head damaged stuck. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of damaged-stuck plunger head was confirmed. ¿ received on 08-jul-2025, syringe device was received unboxed and with paperwork. ¿ internal inspection revealed a misassembled fpc cable and flex cable retainer causing the stated issue. ¿ device to be returned to san diego repair center for service supervisor determination if unit will be sent through normal processing or scrapped. ¿ workmanship at bd manufacturing. ¿ recommend bd san diego center to replace the fpc cable and flex cable retainer. ¿ failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.